Event description:
In 2009, this pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm with a left iliac artery aneurysm. It was reported that the physician provided the required 3 cm of overlap between the contralateral leg component and the iliac extender component. According to a 3-month f/u CT scan, the iliac extender component had separated and migrated 3 cm distally. Eight months later, the pt's family reported that the pt presented with abdominal pain; however, no treatment was received for the pain. Two days later, the pt expired due to a distal abdominal aorta aneurysm rupture. No autopsy will be performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Add'l devices implanted in 2009 and involved in this event.